Manufacturer narrative:
The fsr installed new batteries and completed testing. After returning to float, he noted that the total nominal available capacity (tnac) was dropping slowly as if the batteries were discharging while connected to alternating current (ac). He replaced the power manager board. The unit operated to the manufacturer's specification. The suspect part were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were below 5.0000 amp hours (ah) even though the logs showed the unit has been in frequent use. There was no patient involvement.

Manufacturer narrative:
The power manager board was received for evaluation on 09-aug-2018. During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint. Both batteries measured 12.9 volts direct current (vdc) upon receipt. Conductance measurements were 476 siemens (s) and 483 s, both within specification. Both batteries were charged for ten hours and measured 13.0 volts (v) / 469s and 13.1v and 495s. A discharge test was initiated and both batteries passed, supporting the load for 61 minutes. Per data log analysis, the power manager log shows multiple times where the system is switched to battery backup and seems to lose power so fast that a depleted battery shutdown does not get logged. The system log shows the batteries charging from 1/16 to 15/16 in about ten minutes. When the system is powered down battery capacity is 15/16, and when powered up they changed to 6/16. This all indicates the batteries are likely bad. The log also shows the minutes remaining while on alternating current (ac) power decreases sometimes from 83 minutes to 82 minutes to 81 minutes. This should not occur while on ac power and suggests a problem with the power manager as well.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the power manager board to pass all tests. The device under test (dut) was connected to a power manager board test fixture and powered on with alternating current (ac) power. The device powered on properly. The v5 voltage was 5108 millivolts (mv), current 122 milliampere (ma), typical. With laboratory batteries connected, the dut was observed to be charging in ¿over-charge¿ mode for approximately two hours (typical). The dut switched to ¿float¿ mode charging of the laboratory batteries after the initial two hour period (typical). After another five minutes, the status light emitting diode (led) changed from red to green and the total nominal available capacity (tnac) value was updated to 18 amp hours (ah), typical. The dut was attached to a discharge fixture, the high and low byte remained at zero, indicating that charging had completed and no battery power was being used while running on ac power (typical). Ac power was removed to test battery backup mode, with the discharge fixture still attached. The laboratory batteries successfully powered the load for the minimum fifty minutes, and the dut powered down as expected upon battery depletion. The dut was then repowered after cycling the main power switch, and re-attaching ac power to the test fixture. The lab-use batteries were allowed to fully recharge under control of the dut which took just over eight hours. Upon completion of the charge period, the status led was green, and the last measured discharge (lmd) and tnac both reflected 18 ah available capacity (typical). Resistors r122, r159, and r186 were tested for ¿open circuits¿ using a multimeter, no problems found.